Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.